Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that device detachment occurred. The patient was being treated for percutaneous coronary intervention (pci) in ostium right coronary artery. A 185cm j-tip pt2 guidewire was selected for use. However, during the procedure, part of the 0014 guidewire broke down and was left inside the coronary vessel. The procedure was completed successfully, and the patient fully recovered.